Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified, and a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.